Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter cuff removed and replaced with a 5.0cm cuff due to recurring incontinence. No patient complications were reported in relation with this event.

Manufacturer narrative:
Device evaluation provided in: evaluation result codes, evaluation conclusion codes, additional manufacturer narrative. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter cuff removed and replaced with a 5.0cm cuff due to recurring incontinence. No patient complications were reported in relation with this event.